Event description:
During preparation for cardiopulmonary bypass, theroller pump used for accessory suction displayed a pump jam error message. By adjusting the pump occlusion, function of the pump was restored there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
The roller pump operating software log was examined. Several instances of motor overcurrent conditions, which are the triggers for the pump jam error message, where observed. These were accompanied by opening of the pump cover, apparently for the purpose of adjusting the pump tubing. The logs indicated no hardware or software malfunction. As reported initially, proper adjustment of the roller occlusion restored proper function.